Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty, and arranged for a replacement pump with updated software to be sent. They instructed the caller on how to store and return the defective pump, emphasizing the return should occur within ten days to avoid charges. The customer agreed to use multiple daily injections as a backup and was informed about programming and connecting their replacement pump and cgm.